Manufacturer narrative:
Customer reported in total three events of the same failure for this device. These events are captured in medwatches with patient identifiers (B)(6) (event end of march 2022), (B)(6) (event in december 2021), and (B)(6) (event in january 2022). This medwatch is for the patient identifier (B)(6) (event in january 2022). The device is returned on (B)(6) 2022 and a full evaluation is being completed for it in the medwatch with patient identifier (B)(6) upon inspection and testing, the user¿s complaint of the multiple error codes was not duplicated. However, though the error message was not confirmed, the occurrence could sporadically happen. Nor were there any image issues or screen malfunction.

Event description:
As reported for this event, during preparation for use, the device experienced issues of image, screen malfunction multiple scope communication error messages including b30 and e315. There is no patient involvement and no harm reported to any patient. Two other events have happened for the same issue for the device in the past five months.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to an intermittent defective electrical contact of scope connector, electrical contacts of video system center and abnormality on peripheral equipment. However, as no problem was found the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic image: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The event can be prevented by following the instructions for use (IFU) which state: precaution for disappeared or frozen endoscopic image: follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. Connect the video connector and video system center properly by pushing the video connector until it clicks. Otherwise, faulty contact can result. Make sure that the video connector and its electrical contacts are completely dry before connecting the video connector to the video system center. Wet contacts could cause the equipment to malfunction. Do not bend, hit or twist the insertion tube, control section, universal cord and video connector. The endoscope may be damaged and water leaks and/or breakage of internal parts like the ccd cable can result. If air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the instrument and cause a short circuit. This may result in breakage of the switches and ccd. Important information ¿ please read before use: warnings and cautions: ¿do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.") Olympus will continue to monitor field performance for this device.